Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting shock impedance high out of range. The device remains in service. No adverse patient effects were reported.